Manufacturer narrative:
This investigation has confirmed the reported issue which is the result of modules disconnecting from the pcu and stopping the infusions running on the disconnected channels, however a definite root cause was not identified. A visual inspection of both pcu's and the pump module identified the pcu display screen was cracked / damaged the pcu event log review considers syringe module (B)(4) as the suspect module, however as this module was not returned for evaluation it is not possible to comment on its functionality or the condition of the iui connectors.

Event description:
The reported feedback suggests that the pump stopped infusing and turned off, however customer was not able to confirm which of the pcu was affected.

Event description:
The reported feedback suggests that the pump stopped infusing and turned off, however customer was not able to confirm which of the pcu was affected.

Manufacturer narrative:
The pcu event logs contained entries between 02-apr-2019 & 17-jun-2019 (s/n (B)(6)) and 09-apr-2019 & 28-may-2019 (s/n (B)(6)). No errors / malfunctions were identified in the event log of pcu 14171197, however the event log for pcu 14116011 contained 8 x channels disconnected having occurred on 20-apr-2019 (x1), 01-may-2019 x1) and 19-may-2019 (x6).a review of pcu 14116011 event log for 19-may-2019 (see appendix 1) identified the following sequence of events:05:38:18 pcu powered on with pump module 14146327 and syringe module 14175639 connected in positions [ a ] & [ b ] respectively.05:38:39 new patient? = yes.05:38:40 adult critical care profile confirmed.05:40:04 pump module 14146327 [ a ] dobutamine (500mg in 100ml) infusion started at 2.148ml/h with a vtbi of 80.0ml.05:40:29 syringe module 14175639 [ b ] bd plastipak 50/60ml syringe selected and confirmed (syringe volume = 50.483ml).05:41:07 furosemide cont inf (500mg in 50ml) infusion started at 4.0ml/h.06:50:48 pump module 14146327 [ a ] dobutamine infusion titrated to 3.222ml/h.07:26:52 pump module 14146327 [ a ] dobutamine infusion titrated to 4.296ml/h.07:39:56 pump module 14146327 [ a ] dobutamine infusion titrated to 5.37ml/h.08:02:24 syringe module 14175427 connected in position [ c ].08:02:52 syringe module 14175427 [ c ] bd plastipak 50/60ml syringe selected and confirmed (syringe volume = 49.23ml).08:03:24 syringe module 14175427 [ c ] heparin (25000 unit in 50ml) infusion started at 3.2ml/h.08:04:52 pcu alarmed channels disconnected - syringe module 14175639 [ b ] furosemide cont inf and syringe module 14175427 [ c ] heparin infusions stopped.08:04:57 syringe module 14175639 and syringe module 14175427 reconnected in positions [ b ] & [ c ] respectively.08:04:58 pcu alarm cancelled.08:04:59 syringe module 14175427 [ c ] removed.08:05:05 syringe module 14175427 reconnected in position [ c ].08:05:07 syringe module 14175639 [ b ] and syringe module 14175427 [ c ] removed.08:05:12 syringe module 14175639 reconnected in position [ b ].08:05:26 syringe module 14175427 reconnected in position [ a ] and pump module 14146327 & syringe module 14175639 reassigned to positions [ b ] & [ c ] respectively. Syringe module 14175639 [ c ] bd plastipak 50/60ml selected and confirmed (syringe volume = 41.1431ml).08:05:32 syringe module 14175639 [ c ] restore selected and furosemide cont inf infusion restarted at 4.0ml/h.08:05:37 syringe module 14175427 [ a ] bd plastipak 50/60ml syringe selected and confirmed (syringe volume = 49.1057ml).08:05:39 syringe module 14175427 [ a ] restore selected and heparin infusion restarted at 3.2ml/h.09:55:52 pump module 14146327 [ b ] dobutamine infusion titrated to 4.296ml/h.09:57:10 syringe module 14175639 [ c ] furosemide cont inf infusion titrated to 6.0ml/h.10:57:44 syringe module 14175427 [ a ] channel off.11:27:06 syringe module 14175427 [ a ] restore selected and heparin infusion restarted at 3.2ml/h.11:36:37 pump module 14146327 [ b ] dobutamine infusion titrated to 2.685ml/h.12:05:05 pcu alarmed channels disconnected - syringe module 14175427 [ a ] heparin infusion stopped and pump module 14146327 & syringe module 14175639 reassigned to positions [ a ] & [ b ] respectively.12:05:13 pump module 14144532 connected in position [ a ] and pump module 14146327 & syringe module 14175639 reassigned to positions [ b ] & [ c ] respectively. 12:05:16 pcu alarm cancelled.12:05:47 pcu alarmed channels disconnected - syringe module 14175639 [ c ] furosemide cont inf infusion stopped.12:05:48 pcu alarm cancelled.12:05:53 syringe module 14175639 reconnected in position [ c ].12:06:02 syringe module 14175639 [ c ] removed.12:06:03 pump module 14144532 [ a ] removed.12:06:08 syringe module 14175639 reconnected in position [ b ].12:06:17 syringe module 14175427 and pump module 14144532 reconnected in positions [ a ] & [ d ] respectively, and pump module 14146327 & syringe module 14175639 reassigned to positions [ b ] & [ c ] respectively.12:06:24 syringe module 14175639 [ c ] bd plastipak 50/60ml syringe selected and confirmed (syringe volume = 20.9717ml).12:06:28 syringe module 14175639 [ c ] restore selected and furosemide cont inf infusion restarted at 6.0ml/h.12:06:35 syringe module 14175427 [ a ] bd plastipak 50/60ml syringe selected and confirmed (syringe volume = 37.9973ml).12:06:39 syringe module 14175427 [ a ] restore selected and heparin infusion restarted at 3.2ml/h.12:13:54 syringe module 14175427 [ a ] channel off.12:15:12 pump module 14144532 [ d ] noradrenaline (8mg in 100ml) infusion started at 5.0ml/h with a vtbi of 80.0ml.13:43:49 syringe module 14175427 [ a ] removed and pump module 14146327, syringe module 14175639 & pump module 14144532 reassigned to positions [ a ], [ b ] & [ c ] respectively.15:26:18 syringe module 14175639 [ b ] alarmed near end of infusion15:26:47 syringe module 14175639 [ b ] furosemide cont inf infusion paused.15:27:40 syringe module 14175639 [ b ] bd plastipak 50/60ml syringe selected and confirmed (syringe volume = 50.6606ml).15:27:50 syringe module 14175639 [ b ] furosemide cont inf infusion restarted at 6.0ml/h16:35:47 pump module 14144532 [ c ] noradrenaline infusion titrated to 8.0ml/h.17:07:43 pump module 14144532 [ c ] noradrenaline infusion titrated to 5.0ml/h.17:29:08 pump module 14146327 [ a ] alarmed downstream occlusion and stopped the dobutamine infusion.17:29:11 pump module 14144532 [ c ] alarmed downstream occlusion and stopped the noradrenaline infusion.17:29:46 pump module 14144532 [ c ] noradrenaline infusion restarted at 5.0ml/h.17:29:59 pcu alarmed channels disconnected - syringe module 14175639 [ b ] furosemide cont inf and pump module 14144532 [ c ] noradrenaline infusions stopped.17:30:04 syringe module 14175639 and pump module 14144532 reconnected in positions [ b ] and [ c ] respectively.17:30:08 pcu alarm cancelled.17:30:28 pump module 14146327 [ a ] dobutamine infusion restarted at 2.685ml/h.17:31:32 pump module 14144532 [ c ] noradrenaline (8mg in 100ml) infusion started at 5.0ml/h with a vtbi of 50.0ml.17:31:40 syringe module 14175639 [ b ] bd plastipak 50/60ml syringe selected and confirmed (syringe volume = 38.7637ml).17:32:16 syringe module 14175639 [ b ] furosemide cont inf infusion started at 6.0ml/h.17:36:39 pump module 14146327 [ a ] alarmed downstream occlusion and stopped the dobutamine infusion.17:36:45 pump module 14146327 [ a ] dobutamine infusion restarted at 2.685ml/h.17:39:30 pcu alarmed channels disconnected - syringe module 14175639 [ b ] furosemide cont inf infusion stopped. 17:39:36 syringe module 14175639 reconnected in position [ b ].17:40:28 pcu alarmed channels disconnected - syringe module 14175639 [ b ] - off & pump module 14144532 [ c ] noradrenaline infusion stopped17:40:33 syringe module 14175639 and pump module 14144532 reconnected in positions [ b ] & [ c ] respectively.17:40:41 syringe module 14175639 [ b ] and pump module 14144532 [ c ] removed.17:40:47 syringe module 14175639 and pump module 14144532 reconnected in positions [ b ] & [ c ] respectively.17:42:31 pump module 14146327 [ a ] dobutamine infusion paused.17:43:25 pump module 14146327 [ a ] channel off.17:43:30 pcu powered off.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The reported feedback suggests that the pump stopped infusing and turned off, however customer was not able to confirm which of the pcu was affected. From the reported information patient¿s blood pressure dropped. Nurse was in the room and commenced new infusion promptly.